Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss of therapeutic effect and return of bowel leakage, leaking too much ¿bowel¿ into their pads. The patient went to increase stimulation last sunday but was unable to. After messing with it for ten minutes, they felt a sharp stimulation sensation at the implant site. The patient started having spasms down into their rectum and could not get it to stop. The patient was still experiencing the spasms, but the sharp stimulation at the implant site had ceased. It was noted that there were not trauma/falls that could be related to this issue. The patient lowered amplitude on program 1 from 2.8v to 2.4v, which resolved the rectal spasms, and the patient now felt stimulation at a comfortable level. The patient was redirected to follow-up with their healthcare provider (hcp) regarding the sharp stimulation sensation at the wrong location, spasms at rectum, loss of therapeutic effect, and return of symptoms. No further complications were reported/anticipated.